Event description:
It was reported that the insulin gauge was intermittently inaccurate. Customer reloaded the cartridge to resolve the issue. There was no reported adverse impact to the customer. Reportedly, the customer declined further troubleshooting with tandem technical support; therefore, no additional information was able to be obtained.